Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptom is a known risk associated with inflatable penile prosthesis (ipp) procedures and is noted as such in the device instructions for use. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ipp instructions for use (IFU). The IFU lists injury of nerve and pain as potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The implant date was unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient was experiencing pain down the leg and cold feet following an inflatable penile prosthesis (ipp) implant. The physician suspected that the reservoir was putting pressure on a nerve. A surgical procedure was performed in which the existing component was removed and a new reservoir was implanted on the opposite side. There were no device malfunctions with the explanted component. The patient fully recovered following the procedure.